Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on 03/22/2017, that on (B)(6) 2017, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported seeing her primary care doctor who referred her to a specialist for an x-ray and a sonogram. The senor wire was discovered approximately two (2) inches from the navel. Surgery to remove the wire was pending. At the time of contact, patient is okay. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.